Event description:
During the reporting, caregivers midnight rounds, he discovered that the endotracheal tube had gone from 25cm at the gums to 22cm. The cause of the tube backing out had to do with the current endotracheal tube (ett) tape that is being supplied. The tape does not have the proper amount of adhesive to properly secure the twill ties/tape to the ett. The brand name of the tape is "cardinal health" "kendal". Manufacturer response for tape and bandage, adhesive, kendall (per site reporter). Waiting to receive the results of the investigation.